Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. No visual abnormalities were noted. The eeprom was uploaded and indicated 0 autoclave cycles for the adapter. A pmv representative sulu was inserted onto the adapter with a pmv idrive handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic procedure, the device did not fire and was unable to be loaded. The angled part of the reload broke off the device, but did not fall into the patient. There was no patient involvement. The devices are expected to be returned for evaluation.